Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevation in pump power and calculated flow; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the heartmate ii (hmii) instructions for use (IFU). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent power and flow elevations with power ranging from 4.8w to 10.4w on interrogation. A log file review was requested. On (B)(6) 2020 the log file captured a single power elevation over 10 watts. Between (B)(6) 2020 and (B)(6) 2020 the power and flow appeared to have some fluctuations, but then appeared to stabilize. At the end of the log file the power and flow start to trend down. The pump appears to be functioning as intended. There were no notable alarm conditions. It was reported that the patient's labs are normal and clinically patient feels well. The patient has had a new driveline exit site infection over last couple weeks. Flows were 5 lpm in clinic and all vital signs normal. The vad coordinator noticed the power elevations and wanted to make sure there was not a pump issue/suspicion for thrombus from evaluation of the log files. The patient was stable and was not admitted. The vad team plans to monitor lactate dehydrogenase and labs as well as vad parameters.